Manufacturer narrative:
Correction: upon review, the icm should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Please retract this report 2017865-2024-40913.

Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, the insertion tool of the insertable cardiac monitor (icm) had failed to advance. The icm lead was removed and replaced. The patient had no adverse consequences.